Manufacturer narrative:
(B)(4). Date sent: 12/14/2015. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection procedure, the device was requested and loaded with a blue reload to transect the distal portion of the colon near the rectum. According to both doctors, the stapler was introduced into the patient and was articulated at the time of firing; this was the first firing of the stapler. At the beginning of the firing sequence, the staples formed but when the knife blade was a little less than halfway, the battery made a "weird noise" and no staples were formed but the knife continued to cut. Once the knife blade reached the distal end of the jaws, it did not return. The reverse knife blade was tried but was not successful and the manual override had to be utilized. Once the manual override returned the knife blade the surgeons had a difficult time opening the jaws, could only open wide enough to have to tissue be removed - reload is still in the gun. The stapler was then removed from the patient and a sales rep was called to the case. The case was still completed laparoscopically, but with a competitor's device. There were no patient consequences reported.